Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not establish wireless communication with the transmitter. The device could not be read with two different transmitters; despite troubleshooting. No intervention or patient symptoms were reported.